Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer representative reported vacuum failed during a laser assisted cataract procedure of the left eye. Reporter indicated the procedure was rescheduled and no patient harm occurred.

Manufacturer narrative:
Upon further review of case, at completion of investigation, reporting decision was reviewed and revised. The initial decision to report was incorrect resulting in the initial report being submitted in error. (B)(4).